Event description:
Customer reported the alarm lights up but no sound is heard. Customer did not provide the date that this was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue. Unit powers up but alarm does not sound when weight is removed from sensor pad. Alarm does not sound when sensor pad is detached (fail safe). Nurse call function works as it should. Aqualert water indicator label shows moisture exposure. (B)(4).